Manufacturer narrative:
Additional information: b5, h6 plant investigation: the batch of the product was unknown and the affected complaint sample was not available for evaluation. The provided data showed serial blood gas variations in post-oxygenator arterial oxygen (159¿440 mmhg) on (B)(6) 2025. One well-paired pre/post sample ((B)(6) 2025, 14:15 pre 14:25 post) used for oxygen transfer calculation. The calculation gave an estimated extracorporeal membrane oxygenation (ECMO) oxygen transfer of about 146 ml/min, which is at the lower end of the expected range for a blood flow of 3.9 l/min (limitations apply since no direct pre-oxygenator sample was available). The data does not confirm an oxygenator malfunction. No progressive degradation pattern was observed, and the post-oxygenator arterial oxygen values improved on multiple occasions. The carbon dioxide (co2) values remained relatively stable, which suggests the membrane retained co2 diffusivity, but oxygen transfer varied. This could be caused by either intermittent changes of sweep-gas oxygen fraction (blender/supply issue) or sampling-site/recirculation effects.

Event description:
A user facility reported strong variation of pressure of arterial oxygen (pao2) values. These values that were not expected in advance. The patient's oxygenation could not be attributed to a clinical or patient-related reason. The user wants a manufacturer statement so that he can they can adjust the patient's support in the future. Support continued with the same oxygenator without further incident. There was no indication of patient serious injury. A review of photographic evidence did not show hypoxemia. The complaint sample was not available for product evaluation.

Event description:
A user facility reported strong variation of pressure of arterial oxygen (pao2) values. These values that were not expected in advance. The patient's oxygenation could not be attributed to a clinical or patient-related reason. The user wants a manufacturer statement so that he can they can adjust the patient's support in the future. There was no indication of patient serious injury. A review of photographic evidence did not show hypoxemia. The complaint sample was not available for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.